Event description:
It is reported that while positioning a 2.75x28 rx xience prime stent delivery system (sds), the physician was unable to see the stent during use in the anatomy. The rx xience prime was not deployed and was withdrawn from the anatomy. Upon further visual inspection, the stent was found to have dislodged inside of the yellow protective balloon sheath. During prep, while no resistance was felt, sheath removal had been noted to feel "a little strange". There were no adverse patient effects. A 2.75x33 rx xience prime sds was used to complete the procedure. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - failure to follow steps. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Stent dislodgement was confirmed. The reported anomaly noted during protective sheath removal could not be tested due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the information reviewed, there is no indication of a product deficiency.